Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was performed and no anomalies were found. Concomitant medical product: 4196-88 lead; 694765 lead implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported the right atrial (ra) lead and the left ventricular (lv) lead dislodged. The right atrial (ra) lead was repositioned and an attempt to replace the left ventricular (lv) lead was unsuccessful due to patient anatomy. Consequently, the same left ventricular (lv) lead was used. Also reported was that the right atrial (ra) lead demonstrated low p waves and the right ventricular (rv) lead demonstrated a lack of r waves. Additionally, the patient developed an infection, was placed on antibiotics, and the system was removed and replaced except the left ventricular (lv) lead could not be replaced due to patient anatomy. No further patient complications have been reported as a result of this event.